Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not power up and that there was a burning smell due to bad power supply. The power supply was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not power on. It was also reported that the programmer had a burning smell. The programmer was returned to service. There was no patient involvement.